Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g4, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide adaptor connection is loose, insufficient light from the light guide, light guide bundle was chipped, light guide adaptor breakage, video connector contacts were corroded and component failure of (rigid tube, light guide bundle, video connector contacts, universal cable, video connector, light guide adaptor). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rigid tube was dented caused by a component failure of rigid tube, light guide bundle was chipped caused by component failure of the light guide bundle, universal cable was scratched caused by a component failure of the universal cable, light guide adaptor connection is loose caused by a component failure of light guide adaptor, insufficient light from the light guide adaptor due to breakage caused by a component failure of light guide adaptor and video connector contacts were corroded caused by a component failure of the video connector contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited poor image quality. There were no reports of patient harm.